Manufacturer narrative:
(B)(4). Per the instructions for use (IFU) cardiovascular injury, such as perforation or dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. Chordae tendinae rupture in tavr can occur during advancement of the guidewire, bav catheter, or delivery system and is most likely to occur with antegrade approaches, however, it can occur with a retrograde approach. In some cases intervention may not be required; however, if the rupture is significant it typically results in profound mitral regurgitation and will require intervention to prevent permanent injury. In this case, additional intervention was not required for the chordae tendinae rupture, nor was mitral regurgitation present. However, the torn chordae was free floating in the newly implanted sapien valve. A second valve was implanted as a precautionary measure; the torn chordae was trapped between the two valves. Per report, the physicians believe that the damage happened from the guide wire not the edwards lifesciences delivery system. They had some difficulty while trying to place the extra support wire in the apex of the left ventricle. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a transfemoral tavr procedure a 26mm sapien 3 valve was successfully deployed in the aortic position with good results. However, a mitral valve chordae tendinae was noted to have broken free off the mitral apparatus and had prolapsed through the newly implanted sapien 3 valve. Oddly, the mitral valve continued to work properly. It was decided that a second sapien 3 valve was to be implanted inside the first in order to pin the chordae, prevent any thrombus, and also to stop the chordae from breaking free and causing an issue at a later time. The second valve was prepped and placed within the first valve achieving the desired result. The patient left the or in stable condition. The chordae damage likely occurred during placement of the extra stiff wire in the left ventricle. The team did have some trouble pushing in the pigtail into the apex of the lv. Per additional information received, the patient was discharged from the tavr procedure. The mitral valve actually improved from when the first sapien 3 valve was implanted. The exact moment the chordae broke is unknown, but the physicians believe that the damage happened from the wire not the delivery system. They had some difficulty when trying to place the extra support wire in the apex of the left ventricle.